Event description:
Visicu received a report from a health system stating, "pt tab/header does not match info listed on the subtab."

Manufacturer narrative:
Remote connectivity will be used to evaluate the software at the health system. The manufacturer is currently investigating the issue and a follow-up will be submitted when the investigation is completed.